Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # us157348, femoral head, lot # 165400. Interventions for improving hip resurfacing outcomes in women multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-05188, 0001825034-2018-05189.

Event description:
It was reported in a journal article, a patient experienced complications approximately 3 years following hip resurfacing arthroplasty. Patients experienced urinary retention. Patient was treated and the case was resolved within 2 days. Additional surgery was not required. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information, it has been determined this report is a duplicate of 0001825034-2018-02708. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-02708.